Event description:
It was reported that the patient experienced a watershed stroke. An enroute transcarotid stent was selected for use in the left transcarotid artery revascularization (tcar) procedure. The patient suffered from hypertension. During the procedure, the patient's blood pressure was labile and high (203/70). Post procedure, the patient was hypertensive. The patient was discharged the next day and came back the following day with dysarthria. A computed tomographic angiography (cta) was performed, and it was clean. The patient complained of a massive headache. An MRI was performed which revealed watershed infarcts and small petechial hemorrhage. The patient was stable and responsive. The patient's symptoms resolved within a few days, and they were discharged on medical management.